Manufacturer narrative:
(B)(4). The complaint device was not released by the hospital and could therefore not be evaluated. The hospital did not provide sufficient information about the incident for us to be able to determine the cause of the reported leak. A lot check revealed one other complaint for lot number 100629. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. Device not received from hospital.

Event description:
A hospital in (B)(6) reported via their distributor that an rt134 adult breathing circuit failed the leak test on a servo s ventilator. This was found before use on a patient.